Event description:
No new information.

Manufacturer narrative:
H3: analysis of the ins, model 97714, s/n (B)(6), revealed the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced premature depletion of the implantable neurostimulator 97714 restore sensor mrics, with difficulty charging and maintaining a charge in the device. The patient stopped charging the device three months prior due to these issues. The device was replaced. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.